Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the clinical specialist that the patient had 2 emergency visits prior to the last hospitalization. The first emergency visit was for nose bleed, but not bad enough to get blood for joint pain - nonspecific, and was treated with anything. The patient was admitted the second time with sepsis due to a cellulitis in the right abdomen with fevers and had positive blood cultures. He spiraled from there with acute renal failure (arf) but did not get dialysis. He did increase his creatinine greater than 2.0 grams. The patient received blood products for pancytopenia thought to be secondary to sepsis. The patient underwent mental status change from encephalopathy, respiratory failure requiring bipap - not intubated per patient request, then ended up with pump thrombosis. Palliation was initiated.

Manufacturer narrative:
The patient remains ongoing with the implanted device and no further issues have been reported. The manufacturer is attempting to acquire additional information regarding the reported event. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.